Manufacturer narrative:
The unit was returned and upon evaluation the low sound issue was duplicated. Further evaluation found that the speakers inside the vital signs monitor were corroded. The speakers were replaced and the repaired unit was returned to the customer.

Event description:
The customer stated that the sound level is extremely low. She tried raising all of the levels to maximum, but they can barely hear the alarms.